Manufacturer narrative:
The customer reported that the input unit, when used with the bsm (bedside monitor), was failing to take an art line reading. When the biomedical engineer went to swap out the input unit with another one, the input unit was hot to the touch and the biomedical engineer had to get gloves because it was so hot. After the input unit was swapped out, the issue was resolved. The device was returned to nihon kohden, evaluated, and the reported issues were not confirmed. The art line was tested on an ECG simulator in each multi-parameter slot. An art line reading was seen on each. All other functions were tested. No issue was found with this unit. The unit was tested overnight and the issues were still not able to be duplicated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the input unit, when used with the bsm (bedside monitor), was failing to take an art line reading. When the biomedical engineer went to swap out the input unit with another one, the input unit was hot to the touch and the biomedical engineer had to get gloves because it was so hot. After the input unit was swapped out, the issue was resolved.

Manufacturer narrative:
Corrected data: (B)(6). Additional information: (B)(4). Additional manufacturer narrative: the repaired device was returned to the customer.